Manufacturer narrative:
One cadd-prizm® vip pump was returned for investigation. A visual inspection of the device revealed the pump to be in good physical condition. There was no evidence of the reported issue in the event history log. Three separate flow tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The root cause for over delivery could not be determined. The complaint was confirmed.

Event description:
It was reported that a cadd-prizm® vip pump failed accuracy. The pump was over delivering at a rate of +7.10%. No injury was reported.